Manufacturer narrative:
Continued email (e1): (B)(6). Continued phone number(s) (e1): (B)(6). A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "chronic pain and hardened breasts (baker's contracture 4)".

Event description:
Healthcare professional reported "patient complaining of chronic pain", "hardened breasts (baker's contracture 4)", "hypersensitivity to touch, edema, difficult in raise the arm, lift weight, and perform physical activities¿ against the right side. The device remains implanted.